Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was lifted; insertion tube bending section cover adhesive was lifted; switch condition was worn; plug body production labels were damaged; suction connector water leakage had water ingress; up/down/ left angle were not to specification; up/ down/ left/ right angle play evident failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had no image and error code e315 appeared. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, a white crystallized contamination was identified in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-connector). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.